Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material#: 305902; batch number#: 3333833. It was reported that the bd safety-lok needle was clogged/blocked. The following information was provided by the initial reproter: "rn was trying to administer dep provera im. She felt resistance against the plunger and couldn't admin the remaining 0.3ml. Rn pulled out, changed her needle and administered the remaining 0.3ml in the pts other deltoid without issue. Rn explained to the patient what was happening. Pt understanding of situation and received the full dose." Verbatim#: we had another event that I was notified of yesterday at (B)(6), the rn was trying to administer dep provera im. "She felt resistance against the plunger and couldn't admin the remaining 0.3ml. Rn pulled out, changed her needle and administered the remaining 0.3ml in the pts other deltoid without issue. Rn explained to the patient what was happening. Pt understanding of situation and received the full dose." Bd safetyglide 23g 1 inch needle. Lot# 3333833. Expiration: 10/2028. A sers was placed by the caregiver.

Manufacturer narrative:
Based on the investigation and with no sample analysis the symptom reported by the customer could not be confirmed. We will continue monitoring the complaint trend for the product and symptom. With no actual sample analysis, a probable root cause could not be offered.

Event description:
Material#: 305902 batch number#: 3333833. It was reported by customer that when rn was trying to administer dep provera im. "She felt resistance against the plunger and couldn't admin the remaining 0.3ml. Rn pulled out, changed her needle and administered the remaining 0.3ml in the pts other deltoid without issue. Rn explained to the patient what was happening. Pt understanding of situation and received the full dose." Verbatim#: we had another event that I was notified of yesterday at our beachwood fhc, the rn was trying to administer dep provera im. "She felt resistance against the plunger and couldn't admin the remaining 0.3ml. Rn pulled out, changed her needle and administered the remaining 0.3ml in the pts other deltoid without issue. Rn explained to the patient what was happening. Pt understanding of situation and received the full dose." Bd safetyglide 23g 1 inch needle. Lot# 3333833. Expiration: 10/2028. A sers was placed by the caregiver.